Event description:
It was reported intraoperative impedance values were between 2000-4000 oms. Electrode combinations were between 2000-3000 ohms. The impedance values were within normal range. The hcp was concerned because the device was being used for motor cortex stimulation and did not want the pt to have to use higher voltages to get stimulation relief. The hcp planned to check the lead and extension separately to see if they should be replaced at a later date. Add'l info received indicated the pt had reported an increase in pain. After noting the impedance values in the office the hcp booked the pt for revision. The impedance values were within normal range the day of the revision. The hcp confirmed the highest impedance value obtained was 3400 ohms (within normal range). The hcp still indicated a more normal range impedance (500-700 ohms) would be preferred as a higher impedance could require a higher voltage to get symptom relief. The device was being used for motor cortex stimulation and the hcp was concerned about going above the pt's "seizure threshold." After calling for technical support the hcp decided to disconnect the lead/extension connection and test the lead impedances via an external source. Impedance results were near the same obtained in pre-op (roughly 1800-2500 ohms). The hcp felt there was a significant difference and decided to proceed with changing the extension. The extension was changed and connected to the existing ipg. Impedances were then tested from the battery site. The results were near the same. The hcp felt there was a significant difference and closed the incisions. The pt was believed to be doing fine and had been followed up with.

Manufacturer narrative:
(B) (4).